Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump, fluid in the pump and pump error 130 (pump detects movement in hall sensor counts that are unexpected as the pump did not command motor movement). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done for the pump error 130 (rewind required) issue, found the customer could not clear the alarm nor did the insulin pump pass the self test. Troubleshooting was also done for the damage issue and found the damage was on the battery tube side. Advised the insulin pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with critical pump error due moisture damage on the pcb1 board and pcb2 board. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. No pump error 130 alarms noted during testing due to critical pump error. Verified in the pump history download the pump alarmed pump error 130 on 07/25/2025 09:37:34.000. These alerts are expected and occur during normal pump operation. Pump alarmed pump error 53 (line number 49/32107/2006 file number 2318/418/700) on 07/25/2025 09:48:55.000, problem due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Pump error 63 variable (line number 1541 399 1541 399 1541 399 1541 399 2594 399 1541 399 file number 2002 32143 2002 32143 2002 32143 2002 32143 4 32143 2002 32143) in the pump history download on 07/25/2025 10:00:23.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 (line number 536 file number 121) fatal alarm confirmed in the history files on 07/25/2025 10:01:00.000 due to software error as per global logic analysis esf2011913. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing. Pump error 130 alarm unconfirmed due to critical pump error. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Confirmed critical pump error after battery installation and confirmed pump error 40 in the pump history download due to software error. Confirmed pump error 53 in the pump history download due to moisture damage to electronic assembly. Cosmetic damage located at the battery compartment confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.